Event description:
It was reported that this patient had received an inappropriate shock due to lower amplitudes at a rate much lower than their conditional zone. The system was initially reprogrammed to primary vector with two times gain. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.